Manufacturer narrative:
(B)(4). Per the user facility's perfusionist, they utilized the pump without calibrating the epgs and it worked as intended.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) would not calibrate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility's perfusionist, the device was calibrated while connected to the oxygenator.

Manufacturer narrative:
The field service representative (fsr) verified that the electronic patient gas system (epgs) intermittently would not calibrate. He replaced the oxygen (o2) sensor, which did not resolve the problem. The epgs was replaced. The unit operated to the manufacturer's specifications. The suspect device was return to manufacturer for further evaluation. During laboratory analysis, the product surveillance technician (pst) connected the epgs to a system 1 simulator and central control monitor (ccm), attached o2 and air at 50 psi and entered a perfusion screen on the ccm. After the 15-minute warmup period, calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at five liters per minute (lpm) and 100% o2 was 1.611 volts, within the specification of 0.757-2.551 volts. The pst calibrated the epgs 15 times with the measurement of the d/c output voltage from the o2 sensor at five lpm and 100% o2 between 1.611 and 1.454 volts. The pst placed the epgs into cold soak for three hours and when removed from cold soak, calibration was initiated and passed five more times.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. He replaced the electronic patient gas system (epgs) pod and the oxygen (o2) sensor cable as a precaution and the most probable cause. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.